Event description:
Right radial arterial line placed in 1999. Line was positional when pt became restless. Dressing was secure and soft wrist restraints in place. 1999 at 0200, line functioning well with blood return. At 0300 upper arm was blanching and mottled. Unable to draw from line. Physician notified and at 0400 and 0500 the blanching improved and blood could be drawn. At 0600, blanching increased on upper arm and fingers noted to be dusky. Physician assessed and ordered to remove the line. Dressing removed, pt restless. Upon removal per standard technique it was noted that the hub and catheter were not intact, with the catheter remaining in the pt. A cut-down was required to retrieve the catheter.